Manufacturer narrative:
The device was returned to olympus. During the inspection, the reported error was found in the error log but was unable to be reproduced. The cause of error e433 could not be determined. Based on the damage pattern, it is likely that the error occurred due to voltage peaks that may occur at the output transformer of the generator board. A manufacturing and quality control review was performed for the affected serial number without showing any non-conformities or deviations regarding the described issues. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported to olympus that a generator unit had an error e433 before a procedure. It occurred when the nurse turned on the machine. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 3003724334.